Manufacturer narrative:
Mayfield 2000 skull clamp was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that he hex bushing was worn and the lock still moved after unit is locked down. The hex bushing was replaced due to wear and the unit was machined to have heli-coils added to large starburst threads. General maintenance and cleaning performed, and all worn components were replaced with new parts. Root cause - complaint confirmed via inspection of the unit. The lock still moves after the unit is locked down and the unit required replacement of worn components due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the locking mechanism on the mayfield skull clamp (a2000) was loose. The unit was used for a craniotomy case. There was no patient injury nor delay in surgery reported.